Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty fsr. The device passed the rewind, basic occlusion, and displacement test. No motor error alarm was noted. The motor was tested and it passed the motor test. The device was also received with the following cosmetic damage: cracked display window, cracked reservoir tube lip, and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error during rewind. The customer's blood glucose was unknown. Additional motor error alarms were noted in the alarm history. The customer is returning the device for analysis.